Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn tgxp13257) displayed a "low coolant" alert was confirmed during a visual-functional inspection. The root cause was a low coolant reservoir level. Inspection revealed the coldwell cap was missing, likely due to user mishandling. When the coldwell cap is missing, coolant can spill during console transport or gradually evaporate over time. The customer reported that the thermogard xp ivtm system (sn tgxp13257) failed during setup but did not specify the nature of the failure. Event log data showed multiple mid:14 (bg power supply) and mid:16 (software related) error messages around the reported event date. These errors were caused by a quick power cycle of the device and could not be replicated during testing. The thermogard xp ivtm system passed the initial functional testing after the coldwell was properly filled with coolant to the max fill line. Following service, the ivtm system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(6).

Event description:
The biomed reported having two separate issues with the thermogard xp ivtm system (sn (B)(6)). First, the staff informed biomed that the thermogard console failed during setup, and then, it displayed a "low coolant" alert. The biomed did not clarify what the first device failure was. The reported issue didn't cause any significant delay in providing treatment, and another system was used to treat the patient with minimal delay. When the biomed opened the console's top cover deck, fluid was observed inside. No other additional details were provided. No consequences or impacts on the patient.